Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant, the right atrial lead helix did not fully retract during a repositioning attempt when inside the body. After the lead was removed from the body, the helix was able to be retracted. The lead was not implanted and was replaced by a new lead. No patient complications were reported as a result of this event.